Event description:
Related manufacturer reference number:2017865-2022-14503. It was reported that the patient presented for a generator change out procedure. Upon review, the atrial lead exhibited over-sensing noise, low pacing impedance, low sensing, and insulation damage. The right ventricle lead exhibited high capture thresholds, high pacing impedance, and conductor fracture. Both the atrial and ventricle leads were both capped and replaced on (B)(6) 2022. Patient was stable.